Manufacturer narrative:
On 17-mar-2023, additional information was received indicating the thrombus was located on spring part. The system did not present any error messages nor did the physician/user see any product problem. No issue related to flow. The pump used was a smartablate pump with normal flow settings controlled by the generator. Heparinized normal saline was used. No physical damage on ablation catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a thrombus issue occurred. It was reported that a thrombus occurred on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Thrombus occurred 5 hours after use. The thrombus with the sheath was resolved by exchanging the sheath. The procedure was successfully completed and without any patient effects.